Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert due to a lead integrity alert (lia) for elevated sensing integrity counter (sic) and lead impedance variation. Additionally, possible rv lead oversensing was noted on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.